Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side implant exchange "due to voluntary recall" and "grade 4 capsular contracture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number catalog number mcghan560cc. The device is a saline. Red particle material on the shell. White calcification 100%. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side implant exchange "due to voluntary recall" and "grade 4 capsular contracture." Device has been explanted.